Event description:
On (B)(6) 2012, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. After deploying the trunk-ipsilateral leg component via the left femoral artery, the contralateral leg component was deployed and delivery catheter removed. The final angiographic run revealed that part of the delivery catheter remained in the pt. A snare was used to retrieve the artifact.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.